Event description:
Reported false positive sars result for 1 symptomatic consumer. The consumer communicated the result was confirmed negative other rapid antigen assays.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report mw5114210.